Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post implant the patient experienced heart rate in the low forty beats per minute (bpm) and was not being paced, yet their leadless implantable pulse generator (ipg) lower rate was set to fifty bpm. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that approximately six days post implant the patient experienced heart rate in the low forty beats per minute (bpm) and was not being paced, yet their leadless implantable pulse generator (ipg) lower rate was set to fifty bpm. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.